Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received "multiple occlusion" alarms during bolus delivery. The customer's blood glucose level was over 400 mg/dl. The cartridge had been in use for three days. As the customer changed the cartridge and infusion set prior to contacting, troubleshooting to determine a possible cause of the occlusion was not able to be performed.